Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implantable pump. It was reported by the patient that the pump "has evidently run out of medication." The patient stated the pump was turned down to minimum rate and was told the medication would last until 2021. The pump had been turned down to minimum rate as the patient planned on having the pump removed electively. The pump began alarming "probably the week before last." The patient saw their healthcare provider on the day of the report and was told "the pump is ended. It's done." The pump was still alarming, the hcp did not silence the alarm. The patient stated they started having severe headaches the week they started to hear the pump alarming.